Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 387.347, lot 1311393: manufacturing site: hägendorf. Release to warehouse date: december 02, 2004. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the received devices are in a heavy deformed and used conditions. Especially the edges of the clamping are worn and deformed as well as the anodized layer is worn away at the damage. The damages indicate that they were caused post-manufacturing. The complaint is confirmed as the parts are deformed/worn, as reported. The two returned devices synframe ring clamp are in heavy deformed and used conditions, from often use over the years, as the part was manufactured in december 2004. It is determined that the reusable instrument is worn from repeated use and servicing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. End of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported, the case was successfully completed with a five (5) minute delay by using a second clamp positioned opposite (inside the ring) the clamp. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the holding clamp did not adequately clamp to the holding ring. The clamp rotates about the clamp axis when fully tightened. No procedure involvement reported. Concomitant device reported: synframe half-ring, for holding ring (part# 387.337, lot# unknown, quantity 1). This report is for one (1) synframe ring clamp. This is report 1 of 1 for (B)(4).